Manufacturer narrative:
Patient weight not available from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that during normal preparation for the case in the operating room (or), the biopsy needle was unpacked by the medical staff. The surgeon tried to flush the needle with normal saline before insertion, but the needle was occluded. The surgeon felt resistance and felt that it was hard to flush it when it is typically easy to do it. The site opened a new biopsy needle, and it was good without any technical issues. There was no surgical delay, and there was no impact on patient outcome.